Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the allowable operating altitude range at the time of the alarm. Ultimately, the customer successfully cleared the alarm and resumed insulin deliveries. Customer's blood glucose level was 250 mg/dl.